Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter: occurred during an open stomach resection surgery. While trying to resect it was impossible because the stapler was blocked and did not work. Reload was changed but the stapler still did not work. The case was completed when the customer changed the staples. No patient injury.